Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated. During the procedure the physician took a cine of the pulmonary angiogram and an occlusion was identified. The type of occlusion was not determined. The sensor was previously reported as having dampened waveforms in MDR-2020-40480/3004936110-2020-00614. The physician believes the occlusion to be the cause of the dampened waveform.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. The reported issue of dampening was investigated but cannot be confirmed at this time. The root cause was inconclusive. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.